Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional pacemaker procedure. Reportedly, a cuff miss [suture-retrieval issue] occurred with four proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 26fr, and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices are filed under separate medwatch report numbers.